Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) old female child patient experienced high blood glucose levels due to a bent cannula as no insulin was delivered. Further, the bent cannula symptoms were noticed three hours of insertion and to treat this issue, she had lots of fluids. Consequently, on (B)(6) 2021, she went to the emergency room, with blood glucose level was between 450-480 mg/dl and had moderate ketones. However, her health care professional did not assess the ketone level as dangerous/life threatening. She stayed in the emergency room for 5-6 hours and was administered fluids of saline, insulin, and an unspecified medication intravenously (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, she was released from the hospital with no permanent damage. Reportedly, she had bent cannula issue twice. The first event occurred in (B)(6), where the infusion set had been used for eleven hours. The second event occurred in (B)(6), and the infusion set had been used for about ten hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.